Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the nursing staff noticed on removal of the trocar that the balloon was torn. It is not known if some of the balloon shreds remain in the patient. No injury reported.